Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Although requested, no patient details provided.

Event description:
It was reported that there were tubing leaks. Per the clinician, the primary tubing leaked from the "link." With new tubing in place, it was noted that the IV tubing was leaking "profusely from the last link connection point." The event occurred on unit 8t-n. Although requested, there was no user or patient information provided.